Manufacturer narrative:
Corrective actions include replacing the 39-sp-0700 reform polyaxial driver with a polyaxial driver designed with a mechanical lock and supporting marketing material to the sales force that illustrates rationale supporting "to size" taps for use with this system and proper driver assembly technique. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on july 30, 2014 with no deviation or anomalies. A two-year complaint history review found two previous reports of tip breakage for the reported lot number.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, the bone was prepared using a 6.5mm tap and upon insertion of an 8.5mm reform pedicle screw, the tip of the reform polyaxial driver (39-sp-0700) broke. The broken tip was able to be removed using a hemostat, and the procedure was completed, utilizing a second driver readily available in the set, with minimal delay and no injury to the patient.